Event description:
It was reported that a patient presented to clinic, increased thresholds and decreased sensing were noted. Dislodgement was observed via x-ray. The lead was explanted and replaced when attempted repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.